Event description:
There was no patient involved in this event. This device malfunctioned because the device was switching on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.